Event description:
It was reported that the patient received inappropriate shocks due to oversensing. There was also an increase in impedance from 520 ohms to 820 ohms. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead had fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the proximal conductor was fractured; the full lead was returned for analysis.